Event description:
Patient reported right side capsular contracture baker grade unknown and "small amount of fluid." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and "small amount of fluid".

Event description:
Patient reported, right side capsular contracture, baker grade unknown. And "small amount of fluid". Device remains implanted.